Event description:
On 11/29/2024, (B)(6) surgeon reported to lensar customer service that on (B)(6) 2024, case: (B)(4), he experienced a posterior rupture.

Manufacturer narrative:
Case #740 - patient movement observed during the laser procedure is the likely cause of the reported incomplete of the capsulotomy and therefore, a posterior rupture. No further clinical follow-up required as findings were relayed to the doctor.

Event description:
On 11/29/2024, ((B)(6)) surgeon reported to lensar customer service that on (B)(6) 2024, case 740, he experienced a posterior rupture.